Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because it could not prevent the reported issue. Correction: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, product was not in sterile sleeve. Patient had explained that the foley catheters were all out of the sterile sleeve. The patient said there was a blue plastic like sleeve that went round the catheter that should keep it sterile. And these catheters were not in that sterile sleeve lot#nghy0722, lot#ngju4233. One of the catheters were not even sealed in packaging lot#nghy0722, lot#ngju4233. Per follow up information received via ibc on 03mar2025, customer confirmed that blue sleeve not sealed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, product was not in sterile sleeve. Patient had explained that the foley catheters were all out of the sterile sleeve. The patient said there was a blue plastic like sleeve that went round the catheter that should keep it sterile. And these catheters were not in that sterile sleeve lot#nghy0722. One of the catheters were not even sealed in packaging lot#nghy0722, lot#ngju4233. Per follow up information received via ibc on 03mar2025, customer confirmed that blue sleeve not sealed.